Manufacturer narrative:
A2) patient age - (average if multiple patients involved): 69 ± 11 a3a) patient sex - (majority if multiple patients involved): men (71.4%) a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from spain, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 08nov2020) ¿excimer laser coronary atherectomy for uncrossable coronary lesions. A multicenter registry¿. The study retrospectively reviewed the efficacy and safety of excimer laser coronary atherectomy (elca), as well as the long-term outcomes and the factors associated with elca failure in uncrossable lesions. A total of 126 patients with uncrossable lesions were enrolled in the study between may 2015 and january 2020. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 1 dissection, 2 patients experience ventricular fibrillation (fv) or ventricular tachycardia (vt), 5 experienced myocardial infarction (mi), 15 required target lesion revascularization (tlr), and 1 experienced stent thrombosis (MDR # 3007284006-2026-00145). One (1) male patient had a symptomatic periprocedural st-segment elevation mi, which resulted in prolonged hospitalization (MDR #3007284006-2026-00146). Additionally, 3 patients died, 1 from cardiovascular cause (stroke) and 2 due to noncardiac causes (gastrointestinal bleeding and lung cancer) (MDR # .). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 08nov2020 has been used, the date of publication. Ojeda s, azzalini l, suárez de lezo j, et al. Excimer laser coronary atherectomy for uncrossable coronary lesions. A multicenter registry. Catheter cardiovasc interv. 2020;1¿9. Https://doi.org/10.1002/ccd.29392. This report captures the deaths that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.